Event description:
It was reported that during a thyroidectomy procedure, the coding of the tip was peeling off. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was returned in good condition. The tissue pad was examined, normal wear was visually seen and 100% present. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument.